Event description:
It was reported that, at the time of this report, the patient had been experiencing increased spasms for one month. On the day prior to this report, a volume discrepancy occurred. The actual residual volume (arv) was 25ml and the expected residual volume (erv) was 2.8ml. The pump was then refilled with 20ml, as the healthcare provider (hcp) had been mistakenly been informed that the patient had a 20ml pump. When the hcp was informed that the patient had a 40ml pump, he decided to wait to see if the patient had any symptoms before further evaluation. On the date of this report, a manufacturer representative was called to interrogate the pump. It was asked if a dye study or roller study should be recommended. No further information was available at the time of this report. However, further follow-up to obtain additional information is being conducted. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory; product ID 8709, lot# j11000r03, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient went to a refill center and there was another large volume discrepancy in the past that was thought to be due to human error. The refill after that volume discrepancy was reportedly ¿spot on.¿ the reported issue had since resolved. The reported volume discrepancy issue began sometime in (B)(6) 2014.